Event description:
Healthcare professional reported injecting a patient with juvedermvista voluma xc and juvedermvista volbella xc in the cheek. Patient experienced "delayed induration" approximately eight months post-injection in the marionette lines, nasolabial folds, and the cheek. Patient was treated with prednisone and hyaluronidase at this time. Patient is recovering but symptoms are ongoing. Physician also noted the patient was "feeling unwell at the time of injection" and believes this could be some sort of "immune response". This was the initial use of the syringe. The packaged needle was used. This relates to juvedermvista voluma xc.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.